Manufacturer narrative:
Innovative health llc became aware that the original submission contained the incorrect reporting establishment name in section e1.

Manufacturer narrative:
Innovative health llc became aware on 7-may-2024 of a report from kaiser permanent los angeles medical center of a reprocessed agilis nxt steerable introducer that was reported to have a leak. No injuries were reported. A review of the process control record was performed and no anomalies were noted. Innovative health received the device for investigation on 16-may-2024. The device met the acceptance criteria for leak testing upon investigation. Therefore, with the information available, innovative health cannot confirm the noted issue with the reported device.

Event description:
The device was reported to have a leak. No injuries were reported.